Manufacturer narrative:
This event has been reported by the manufacturer under MDR# 3002808486-2019-01272.

Event description:
Patient allegedly received an implant via the right internal jugular vein due to prophylaxis; upcoming gastric bypass. Patient is alleging vena cava and organ (mesentery)perforation. Patient notes and further alleges "however, the ivc filter has caused mesenteric perforation. I also experience anxiety, mental anguish and stress about the status of my filter and any related injuries". Per the ivc (inferior vena cava) filter placement report dated (B)(6) 2008: "under continuous fluoroscopy, the filter was successfully deployed below the level of the renal veins".

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2008. The patient alleges to have been injured without further explanation.